Event description:
This report is to advise of an event observed during analysis.

Manufacturer narrative:
No complaint was received with the return of the device. Failure event observed during analysis. As received, a complete lead was returned in one piece for analysis. Final analysis found an external insulation abrasion breaching the outer insulation and exposing the outer coil proximal to the suture sleeve tie impression consistent with friction to device can.